Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient's symptoms were back like they were prior and that they were going to increase it because it was not working that well however they could not get the patient programmer to work. When trying to sync, patient reported getting the low patient programmer batteries icon. Patient didn't have any batteries to change out so they were going to go get some. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037 (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't know what led to it not working and symptoms coming back. They just got worse and, maybe, they had some food allergies. It was noted that they did change out the batteries in the patient programmer. They were able to increase the stimulation.